Event description:
One day after this 28mm amplatzer septal occluder (aso) was implanted, a trans-esophageal echo showed the aso embolized into the pulmonary vein. The aso was surgically explanted and the atrial septal defect was surgically repaired.

Manufacturer narrative:
(B)(4).the device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.the results of this investigation are inconclusive because the product was not returned for analysis; however, review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.